Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, poor communication was observed while attempting to positioning. During a repositioning attempt, it was noted that the lp helix had stretched. The device was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Reported event of failure to interrogate was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.